Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the endoscope was unable to turn 30 degree up and 30 degree down. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: it was stated that the endoscope displayed image was inverted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope for evaluation; however, the evaluation is not yet complete. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the endoscope is evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and placed through a friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found with endoscope adapter (aea) bearing contributing to friction. Additionally, the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope housing, the nose section of housing exhibited laser marking fading and/or removed. The complaint was confirmed by failure analysis.